Manufacturer narrative:
Additional information was received. This device was disposed of by hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a significant change in longevity remaining during the last device check. Most recently, magnet rate was 90 ppm and there was 0.5 years remaining. Approximately four months ago, it showed 1.5 year remaining. Engineering analysis was performed. Boston scientific technical services provided an explanation about behavior. Device is operating near a current bin edge and is in the 2nd bin. The programmer may have used a lower current bin in february and calculated the longevity to be 1.5 years. Device may set elective replacement indicator (eri) in a matter of days. Additional information was received, this device is going to be monitored. Remains in service. No adverse patient effects were reported.